Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 weeks after the dental implant was installed in intraoral region #24 it was verified its non- osseointegration. A 60 ncm of primary stability was achieved and immediate load was performed. Patient presented bone type I.